Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens implant surgery. No event details have been provided. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.